Event description:
As reported by the user facility: reports thermal damage, occurred (B)(6) 2015.

Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet and the investigation is on going at this time. A f/u report will be provided when the evaluation results become available. (B)(4).